Manufacturer narrative:
(B)(4). A review of the device history record was performed and nothing was found in the manufacturing, sterilization and packaging processes of this lens that was the root cause of the complaint. Conclusions:based on the complaint history, work order search, device history record review and the evaluation of the returned product, the most likely root cause of the event is due to the mishandling of the product or lens loading error. (B)(4).

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). Event problem: patient: (B)(4) - no consequences or impact to patient. Device: (B)(4) - other (lens haptic was damaged). Evaluation: method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found pieces of the lens optic and one haptic torn off and missing. There was evidence of clear surgical residue. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search, and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon inserted an aq2010v silicone three piece lens and noted the lens haptic was damaged. The lens was removed with no apparent patient injury. A different model lens was implanted. The reporter stated the surgeon felt the lens was received damaged and was defective. The facility was unable to provide an accurate description of the lens damage.